Manufacturer narrative:
(B)(4).

Event description:
Covidien received info that the oxygen (o2) sensor in the 840 ventilator was cracked. The device was not in use on a pt at the time the malfunction occurred. The evaluation and repair of the device has not been completed.